Event description:
The device was returned to the manufacturer after being explanted due to normal battery depletion. The device subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitants product: 6933-110 lead, implanted: (B)(6) 1995. A 6936-110 lead, implanted: (B)(6) 1995. Product event summary: the device was returned and analyzed. Analysis revealed the returned device had a high current drain condition due to current leakage in a ceramic capacitor. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4)